Event description:
The incident was reported as: the skin of the patient remained stuck in the stapler on a child. The patient had to have a second suture via needle and thread. No patient injury reported.

Manufacturer narrative:
The device is not available for evaluation. The results of the investigation are not available at the time of this report.